Manufacturer narrative:
An event regarding abnormal ion level involving a metal head was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. Although the reported lot code is in the scope of the CAPA, the reported failure mode is not in the scope of this recall. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2008 and was revised on (B)(6) 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2008 and was revised on (B)(6) 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.